Manufacturer narrative:
Device received with pump error 49 and 23 after battery installation and unexpected blank display due to corroded electronic assembly. Unable to perform displacement test due to unexpected blank display. Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm and rewind the insulin pump. Customer reported that the alarm occurred immediately after a battery change, error was occurred more than once within 1 week after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.